Event description:
On (B)(6) 2009,the pt and his wife reported that when he removed his insulin infusion headset, he discovered the cannula was bent. He stated he discarded the infusion set at issue. No blood glucose concerns related to this issue were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.